Event description:
A customer contacted beckman coulter regarding falsely negative (-) serum test result from the icon 25 hcg test kit. The customer indicated that a single pt had serum sample tested with the icon 25 hcg test kit in the 1st week of december 2005. The result was negative (-). The customer indicated that the pt underwent a therapy involving antibiotics. In the 1st week of january 2006, the pt's ob/gyn discovered that the pt was 3 months pregnant. The antibiotic therapy was stopped.